Manufacturer narrative:
Insulin pump received with blank display due to moisture damage electronic assembly. Insulin pump also received with moisture damage on the motor, battery tube and vibrator assembly. No moisture damage found on the keypad assembly. Unable to perform the full functional testing including the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test due to blank display. No cosmetic damage noted during physical inspection.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to customer getting into water with insulin pump. Customer reported that as a result, there was water under display screen and insulin pump would not turn on. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.